Event description:
It was reported that "the hub on 25 mm blue I/o needle broke when rn was attempting to remove I/o during a cardiac arrest. When attempting to screw on 10cc luer lock syringe to remove I/o. The hub on the I/o fractured. Another attempt was made, same method and the hub fully snapped off. We were able to remove the needle with pliers. There was no reported patient harm or consequence.".

Manufacturer narrative:
(B)(4). The complaint is confirmed based on the customer's returned sample. Visual inspection revealed that the luer lock connector of the ez-io 25mm cannula hub was broken. A dgr review could not be conducted as the lot# was not provided. It was determined that this damage was the result of excessive force during removal. In order for the cannula hub to experience this failure mode, there must have been excessive force applied at an off angle that caused that connector to break. It appears that unintentional user error caused or contributed to this event. Therefore, the root cause is unintentional user error - undue force. Teleflex will continue to monitor and trend on complaints of this nature.